Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the pitch cable was frayed at the distal idler. The frayed strands stuck out at the wrist. Failure analysis investigation also found the following additional damages to the instrument: the instrument's distal pulley exhibited an indentation at the edge and visible scratches were on the surface of the pulley. The distal end of the main tube has various scratch marks exhibiting light material removal and a rough surface finish. The scratches are short in length and not axially aligned with the tube. It was concluded that the damages found to the pulley and the main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed pitch cable and scratches on the pulley and main tube could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the metal coil spring on the fenestrated bipolar forceps instrument was reported to be coming out. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.